Manufacturer narrative:
(B)(4). The customer advised physio-control that they have permanently removed their device from service and will not be returning it to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during an inspection.  The customer indicated that they were able to restore power. There was no report of any patient use associated with the reported issue.